Event description:
Baxter exactamix sterile empty container (250 ml capacity) leaks from the center port after fluids are added to the bag. Sterility of contents cannot be assured. FDA safety report ID# (B)(4).